Event description:
Per the physician, the patient underwent revision surgery due to skin overgrowth on the fixture. After the revision surgery and the use of a longer abutment, the patient is reportedly doing well.